Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the target lesion located in the mid right coronary artery (rca) with a 3.5x16mm taxus express2 study stent. In (B) (6) 2009, the patient showed ischemic symptoms while performing a stress test. Reintervention was performed utilizing angioplasty for the 90% restenosed, 3.5x10mm target lesion located in the mid rca resulting in 0% residual stenosis. The patient was discharged 4 days later on bayaspirin and panaldine. In (B) (6) 2010, the 2 year study follow up visit confirmed the patient had no anginal symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index target lesion was a 90% stenosed, 3.5x16mm lesion. Treatment utilized pre and post dilation resulting in 0% residual stenosis. The patient was discharged 6 days later on bayaspirin and plavix. Per the physician, the restenosis was "possibly" related to the study stent.